Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. Data was received but does not reflect the alleged device or alleged issue. The complaint confirmation of a loss of connection could not be determined. A root cause could not be determined.